Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented during generator exchange procedure. During procedure, it was noted that the pin of the patient's right ventricular lead was damaged. A lead repair kit was used and the right ventricular was connected to the new device. The patient was in stable condition.